Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the leads were fixed, the physician attempted to connect the leads to the pacemaker but when connecting the ventricular lead, he was unable to tighten the screw on the pacemaker. The pacemaker was exchanged and the procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Analysis found that v setscrew inset was stripped due to septum material inside the inset preventing the torque wrench from being fully inserted, this is consistent with implant damage. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above elective replacement indicator (eri) level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.